Event description:
Surgeon successfully implanted intraocular lens with a model msi-pf injector and a model sfc-25 fp cartridge, but noted damage to the lens after implantation. The surgeon removed the lens without injury to the pt. The facility could not specify the lot number for the cartridge or injector used in this case. It is unk what caused the damage to the lens.

Event description:
An indigo-p injector was used during surgery.